Event description:
Info received indicates the valve was removed due to supra valvular stenosis with suspected device calcification and pannus overgrowth. The valve was replaced with a larger 25-mm valve to expand the pt outflow tract with pericardium. No additional pt complication has been reported.

Manufacturer narrative:
Eval method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event has not been determined. H3 analysis: the gross analysis shows the reported stenosis was due to pannus overgrowth formation and mineralization. The valve was received from the facility cut into many pieces. One section of valve returend for inspection is a very calcified piece of aortic wall. Visual exam shows that two leaflets remnants are stiff due to pannus attached to the outflow surfaces. Several detached pieces of pannus were also received that appear to have been removed from the valve by the user. An exact cause for the pannus seen with the returned product is unk, but it can be related to certain pt factors. Radiography shows moderate to extensive mineralization in all pieces of aortic wall tissue received. Review of the device history record shows the device met all mfg specifications for product released to distribution. Conclusion: product eval of the as returned device confirms the reason for the reported stenosis, an exact casuse for the pannus seen on the product is unk.